Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (28 mg/dl); cause was not known. Customer consumed juice to address low bg. Customer did not require assistance and low bg did not cause any injury. At the time of this report, no additional information was provided.